Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v800680, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had been eliminating more ¿recently¿ and thought that the return of this symptom was related to medication she was taking after having a problem with her back on (B)(6) 2015. The patient had an appointment with a manufacturer representative on (B)(6) 2015. The patient was trying to establish ¿the correct numbers¿ on her device so that she received more proficiency. It was later reported that the patient did not have concerns with her device or therapy.